Event description:
A hospital in (B)(6) reported the following: an rt132 infant continuous flow breathing circuit was on a set-up which included high flow oxygen. The heater wire inside of the breathing circuit chamber connector was glowing red. The heater wire began to smoke. The circuit connector and a portion of the breathing circuit melted. The hospital staff did not notice any audio or visual alarms. Hospital staff unplugged the humidifier. The patient was set-up on a new breathing circuit and humidifier and therapy was resumed. The hospital reported that there was no harm to the patent, nor were there any reported changes in the patient's vital signs or oxygen saturation.

Manufacturer narrative:
(B)(4). The device is currently en route to fisher & paykel healthcare for analysis. We will provide a follow-up report upon completion of our investigation.